Event description:
As the physician went to position the enterprise vrd and delivery ((B)(4)) into position he was getting a good amount of resistance during advancement into the vessel by the supraclinoid turn after it was out of the select plus 150/5 cm ((B)(4)). As the resistance built he decided to re-sheath the enterprise. Upon doing so the stent seemed stuck at the bend to where he couldn¿t advance or recapture it. He then decided to pull out everything and start fresh with a new system (details unknown). The microcatheter was kinked and was not used to complete the procedure. There were no damages noted on the stent after use. An adequate continuous flush was maintained through the microcatheter. Other products used in the procedure were neuronmaxx 088 (details unknown) and syncro ii wire (details unknown). No patient injury reported. Additional medical intervention or medication was not required to prevent impairment of injury. The target vessel was the a2 segment which had medium tortuosity but was not calcified.

Manufacturer narrative:
(B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10303808. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Section f10. Event problem codes device codes updated to better capture complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When positioning the enterprise vrd (enf452800/10303808) there was a good amount of resistance during advancement into the vessel by the supraclinoid turn after it was out of the prowler select plus 150/5cm (606s255x/15820651). As the resistance built, the decision was made to re-sheath the enterprise; however, in doing so, the stent seemed stuck at the bend and it could not be advanced or recaptured. The microcatheter was kinked. It was reported that the microcatheter and the hub was cut off during the procedure to see if this would resolve the resistance issue. Everything was then pulled out to start fresh with a new system (details unknown). There were no damages noted on the stent after use. An adequate continuous flush was maintained through the microcatheter. Other products used in the procedure were neuronmaxx 088 (details unknown) and syncro ii wire (details unknown). No patient injury reported. Additional medical intervention or medication was not required to prevent impairment of injury. The target vessel was the a2 segment which had medium tortuosity but was not calcified. The device was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10303808. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported kinking of the microcatheter noted after removal was confirmed. The root cause cannot be determined; however, based on the report that the enterprise stent was partially deployed out of the distal end, it appears that procedural factors including vessel characteristics and device manipulation may have contributed. This kinking may have contributed to the difficulties encountered during deployment of the enterprise. Additionally, it was reported that resistance occurred during advancement of the enterprise through the vessel after it was out of the prowler select plus microcatheter. The instructions for use (IFU) outlines that the delivery catheter be positioned at least 1.2 cm distal to the aneurysm neck followed by advancement and positioning of the enterprise stent across the neck of the aneurysm. The stent is then deployed by withdrawal of the delivery catheter. The procedural factor of advancing the stent out of the delivery catheter instead of positioning and deploying as outlined in the IFU likely contributed to the resistance and inability to recapture. It was reported that the cut found during analysis was intentionally made by the customer, and is; therefore not related to a manufacturing issue. Inspections are in place to prevent kinked devices from leaving the manufacturing facility. Neither the analysis nor the DHR suggest that the event reported could be related to the manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products: neuronmaxx 088 (details unknown), syncro ii wire (details unknown), new stent (details unknown), select plus 150/5 cm ((B)(4)).